Event description:
A customer reported that air substitution was not performed smoothly and the pt had hypotony during a vitrectomy procedure. The pressure was increased to 60 mmhg (millimeter of mercury) and the air came out. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting inspection. A root cause has not been identified. (B)(4).